Event description:
It was reported that a spectrum pump had an inoperable keypad. Any pt involvement, injury or medical intervention is unk. During baxter's eval of a spectrum pump, it had a malfunctioning keypad. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device eval confirmed all of the soft keys, setup, ok, run/stop, #0, #1, #2, #3, (.), #4, #5, #6, #7, #8, and #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function. This failure mode does not provide any user opportunities for navigation, to program deliver parameters nor start an infusion. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.